Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The patient had just completed dialysis when she received the shock. The sensing vector at the time of the shock was set to the primary sensing vector. The system was checked in the clinic, but the noise could not be reproduced. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.